Event description:
It was reported that during a lap ascending colectomy, the 1st device could not be rotated. Regarding the 2nd device, an error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade device b was returned in good physical condition. Upon functional testing, it was noted that the hand activation contacts were damaged. Therefore, functional testing could not be performed, as it did not engage with the hand piece. It was difficult to rotate the shaft when the instrument was tried to be attached to the hand piece. The housing of the hand activation contacts is damaged. It should be noted that at least 200% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).